Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the transection of pancreas on a pancreatectomy laparoscopic procedure, the staple was able to fire, but the jaw was not fully closed. Surgeon fired the staple however, stapling was not cleared but poor and the staple line incomplete in distal. In order to complete the case, they used another product.